Manufacturer narrative:
Device returned to manufacturer. A device history record (DHR) review was performed on part # 356.821, lot # u245639: manufacturing site: (B)(4), supplier; (B)(4), manufacturing date: 30. May 2016: no non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed on the returned subject device. The reamer broke during surgery. A piece of about 6mm is broken off and is not available for evaluation. The reamer is in a used condition with visible wear marks at the cutting edges, the shaft and the coupling piece. The relevant dimensions of the reamer were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis and hardness. The material values were in compliance with ao/asif specification and with the international standard of 440a stainless steel. The fracture face is homogenous, which indicates material conformity as well. The hardness was checked by the supplier and as well during the incoming inspection in (B)(4). Per relevant drawing and according to the certificate it is within the specification. No product related issue could be detected. Based on the provided information we are not able to determine the exact cause of this occurrence. The visual inspection has shown that there is a strong stress mark below the fracture face in the bore; this could be an indication for an excessive contact with the guide wire, which could lead to a mechanical overload. No product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that during surgery on (B)(6) 2017 the reamer for blade broke. The broken off piece could not be retrieved from the patient. No surgical prolongation was reported. No information available about patient condition and outcome. This report is for one (1) drive shaft minimum 520mm. This is report 1 of 1 for (B)(4).